Event description:
The customer called and reported the insulin pump had water under the lcd, after it was caught in a rainstorm. Customer's blood glucose was 84 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.